Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff had eroded into the urethra. A surgical procedure was performed to remove the cuff, which was then capped with a deactivation plug. Once the patient has healed, a new cuff will be reimplanted. No additional complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.